Manufacturer narrative:
Analysis of the lead, lot #va0h1py, found no anomaly.

Event description:
It was reported that the lead was placed for intraoperative testing. Impedance testing indicated a short circuit, low impedances, at contacts 0 and 1. The lead was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.